Event description:
It was reported that during the post-operative period, the pt developed an infection associated with implantation of this bioabsorbable smartscrew. The pt required daily dressing changes for treatment of this infection.

Manufacturer narrative:
Investigation results: each smartscrew production lot that conmed linvatec biomaterials produces is manufactured in a controlled clean room environment and the final packaged products are sterilized with validated gamma irradiation (sal 10-6) cycle. The sterilization process is validated according to standards iso, -2 and -3. Sterility assurance level (sal) 10-6 is verified on a quarterly basis. The manufacturer has undertaken a review of the manufacturing and lot release records for this product. Results of the mechanical product release tests (torsional and shear strength) done for the final devices in lot s0003588 exceeded manufacturer specifications, and also dimensional measurements taken during production met specifications.